Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of event was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear (previously cloudy). On an unreported date, the suspected peritonitis was resolved, the patient was recovered from the event and reportedly ¿doing well¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.